Manufacturer narrative:
Concomitant medical products: product ID: 3389s-40, lot# va0aqzx , implanted: (B)(6) 2013, product type: lead.

Event description:
Additional information received from the consumer's family reported that the patient had optic damaged and it was believed to be from the implant of lead. The patient was receiving therapy and was pleased with the results of the device, however they wanted manufacturer to have this additional information about their experience to add to manufacturer knowledge base. They had no allegation against the therapy. The indications for use for this patient was movement disorders

Event description:
Additional information received from the consumer's family reported that the patient's optic track had been damaged during the implant.

Manufacturer narrative:
(B)(4). The initial MDR was filed as manufacturing report #3007566237-2015-03541. Additional review showed the correct manufacturing site was site #(B)(4).

Event description:
Follow-up information was received from the consumer that reported the patient would speak with any persons interested in any follow-up. The surgery was his choice and was thankful the tremor was now under control as medications did not touch the debilitating issue. However, once a voracious reader, the patient was now compromised with vision. He depended on audio resources and being read to. Medical documentation from an ophthalmologist was also attached that reported the implantation was uneventful. However, shortly after implant the patient noted more difficulty reading. He was evaluated by his regular ophthalmologists and visual field studies were performed, none of which were obtained prior to implant. Tests done in (B)(6) 2014, and (B)(6) 2015 all showed a partial left homonymous hemianopia. The field defect was semi-congruous and most pronounced in the inferior quadrant. There was some fluctuation from one visual field study to another, which was noted as quite typical when testing elderly patients with parkinson¿s disease. The patient also reported a history of macular degeneration in both eyes and glaucoma in the left eye. He was using latanoprost in the left eye for the glaucoma diagnosis. The medical documentation reported that it appeared that implantation of the right stimulation electrode led to damage to the right optic tract, resulting in a partial left homonymous hemianopia. Injury to the right optic tract had also produced mild optic nerve atrophy in both eyes. The hemianopic visual field defect extended right to fixation, which affected the ability to read. The patient¿s longstanding dry macular degeneration had reduced his visual acuity to the ballpark of 20/30 to 20/40. He also had early cataracts. However, the patient¿s diagnosis of glaucoma in the left eye was not believed to be correct. This was because the visual field defect in the left eye was hemianopic in nature due to the lesion of the right optic tract.

Manufacturer narrative:
Concomitant medical products: product ID: neu_ins_stimulator, product type: implantable neurostimulator. (B)(4).

Event description:
Information was received from a consumer and a company representative that reported the patient's deep brain stimulator (dbs) had ruined their optic nerve and had severely impacted his vision.